Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor two day device ruptured after filling. The device had been filled with 5-fluorouracil when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: one used sample was received. Visual examination of the sample confirmed a ruptured reservoir. Approximately 100 ml of solution was also noted in the housing due to the rupture. No other observation was noted on the sample. A tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode. A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.